Event description:
The customer observed false reactive toxo igg results and rubella igg results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6) (B)(6) 2025 initial rubella igg result 43.0721 iu/ml, retested negative. (Interpretation of results 0.0 to 4.9 negative, 5.0 to 9.9 gray zone (equivocal), = 10.019 positive). Sid (B)(6) (B)(6) 2025 initial toxo igg-r result 66.9890 iu/ml, retested negative. (Interpretation of results: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml gray zone, = 3.0 iu/ml reactive). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6), found the sample pump leaking and crystals around the trigger/pre-trigger manifold. The fsr performed multiple troubleshooting procedures including replacement of the trigger fitting from the fitting kit, trigger_pre-trigger (rohs). Replacement of the fitting kit, trigger_pre-trigger (rohs) resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of trending data associated with the fitting kit, trigger_pre-trigger (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the fitting kit, trigger_pre-trigger (rohs) were identified.

Manufacturer narrative:
Section a1 - patient identifier: sample ids =(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive toxo igg results and rubella igg results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6); (B)(6)2025 initial rubella igg result 43.0721 iu/ml, retested negative. (Interpretation of results 0.0 to 4.9 negative, 5.0 to 9.9 gray zone (equivocal), = 10.019 positive). Sid (B)(6); (B)(6) 2025 initial toxo igg-r result 66.9890 iu/ml, retested negative (interpretation of results: 1.6 iu/ml nonreactive, 1.6 to 3.0 iu/ml gray zone, = 3.0 iu/ml reactive). No impact to patient management was reported.